Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope control body (advanced diagnostics) air/water channel and cylinder white residue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.